Manufacturer narrative:
Method: assigned as eval of device in process. Result: eval in process; assigned as incident description states physician did not follow some steps described in IFU. Conclusion: (no conclusion can be drawn) until device eval complete. Steps in the IFU "balloon catheter operation". Cautionary statement: "caution: if resistance met during the catheter withdrawal through the sheath, slightly advance the shaft into the introducer, slightly advance the pulling knob toward the handle grip, and re-attempt to withdraw. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as one unit." The physician did not follow the second portion of this instruction and instead pulled the device into the sheath even after resistance was encountered.

Event description:
The device was prepped according to the IFU prior to use. Device was used with 8f sheath and .035" guide wire; inflated to 8 atm for 1 min. Reduced pressure to 2 atm, performed capture and deflated balloon completely. While removing device, resistance was met at distal tip of sheath. Corrective maneuver was performed according to IFU but did not reduce the resistance felt when pulling balloon back. Dr. Did not want to remove balloon and sheath together as the IFU instructs in these situations. Doctor felt additional resistance was due to large captured pieces of thrombus/plaque, etc/ in the balloon. Applied addition force to pull the deflated balloon into the sheath and removed system from the pt. Inspection of catheter showed that the balloon was not attached to the distal shaft and been torn off. Under fluoroscopic control, he removed the entire balloon with snare and completed remainder of procedure successfully as planned.